Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by remote transmission the implantable cardiac monitor (icm) recorded asystolic events with noise and under sensing. The icm remains in use. No patient complications were reported as a result of this event.